Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies did not open or eject. A field service engineer inspected the drawer and found foil debris in contact with the cubie pins. Removed the debris and tested the drawer using the hardware test application. Verified that the functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubies did not open or eject. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.